Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device was auto cycling. It was reported that there was no patient involvement at the time the issue was discovered. Investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.